Event description:
A report was received via social media that the patient was experiencing sharp pain running up and down to the spine. It was noted that the patients ipg was sticking out. No further information could be obtained.